Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer's blood glucose (bg) level was "high"; specific value was not provided. Customer administered a manual injection to address bg.